Event description:
A peritoneal dialysis (pd) patient reported a blank screen on the cycler. The blank screen happened during an unknown phase/cycle of dialysis. The patient pressed ok, stop, and touched the screen, but the screen remained blank. The patient rebooted the cycler and the ok and stop keys lit up but the screen remained blank. The cycler was replaced due to blank screen. The fresenius technical support representative advised the patient to contact pdrn to inform of replacement. The patient verified knowing how to perform manual treatments in the absence of a cycler. Additional information was requested but not received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Valve actuation test passed. System air leak test passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. The device history record did reveal issues or problems related to the reported symptom code(s). Inverter board replaced on 03/03/2023. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.